Event description:
Home pt reported receiving peritoneal dialysis on pac-xtra device when hp discovered a pump segment tubing leak in the upper tubing. Hp clamped off and discontinued treatment with this tubing. Hp does not reuse the tubing. Hp reported tubing was threaded in device correctly. Hp completed a manual therapy. Hp notified health care provider and reported this event. A sample of the effluent was obtained and no growth of microorganisms was reported. Hp reported no pt injury and no medical intervention was necessary. Hp did not use device again until baxter fse evaluated and serviced the device.